Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. There was no problem detected concerning the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited error e117 and e226. The event occurred during an unspecified procedure. There were no reports of patient harm.